Event description:
It was reported that a patient underwent a total laparoscopic myomectomy on (B)(6) 2012. During the procedure, the handpiece was laboring for the first hour of the procedure and then stopped working completely. Another like device was used. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
It was reported that a patient underwent a total laparoscopic myomectomy on (B)(6) 2012. During the procedure, the handpiece was laboring for the first hour of the procedure and then stopped working completely. Another like device was used. It is unknown how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07352. The same patient is represented in each medwatch.